Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd plastipak¿ concentric luer lock syringe there was an issue with foreign matter. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: one sample was received for evaluation by our quality engineer. Upon visual inspection of the sample, a fiber was observed inside of the syringe. Upon magnified inspection, the fiber was observed to be made of a plastic that was elastic, but the origin could not be determined. No element has been found in the manufacturing area which could have contributed this particle. A device history record review did not reveal any documented quality issues during the production of lot number 1804243 that could have contributed to the observed/reported defect. Although no manufacturing related issues were identified, we can confirm this fiber comes from manufacturing process since it was inside the barrel. Based on the low occurrence for this defect, no further action is necessary at this time. Investigation conclusion: this fiber comes from manufacturing process since it was inside the barrel although no origin of the fiber can be determined. Based on occurrence it was determined no corrective action is required at this time.

Event description:
It was reported with the use of the bd plastipak¿ concentric luer lock syringe there was an issue with foreign matter. There was no report of injury or medical intervention.